Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the fourth of five reports associated with this event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number (gd883504) with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
Baxter spoke with the peritoneal dialysis nurse on (B)(6) 2011 regarding a caregiver (cg) report of two separate peritonitis events for the home patient (hp). She stated that the hp presented to the clinic on (B)(6) 2011 with symptoms of abdominal pain and cloudy peritoneal dialysis (pd) effluent which was obtained for testing. Treatment initiated on (B)(6) 2011 was ceftazadine 2 gm daily for 2 days intraperitoneally (ip) until the culture results were received and vancomycin 2 gm ip 1 dose every 3 days for 2 weeks. The pdrn stated that the md had suggested pd catheter removal, but that the hp refused. The hp had completely recovered since this event. Causality could not accurately be given by the pdrn, but she stated that the hp had problems with the adaptor used in the end of the pd catheter possibly causing stretching. The hp had reported a leakage on an unknown date.